Manufacturer narrative:
The device was received for evaluation. The tip of cable and spring assembly was detached from the catheter tip. Spiral cable was exposed through a tear of approximately 0.2" in length in the latex membrane. Edges of the torn region appeared to match up. There was no visible damage observed to the catheter body. Both the core wire and the thumb slide on the handle were functional.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint. A device history record review was completed and documented that device met all specifications upon distribution. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, just after inserting this fogarty catheter, the latex membrane surrounding the front wire was not attached at both ends of the catheter, which left the wire/cable exposed in the contracted position. The latex membrane was not torn or broken. There was no patient injury as the issue was noticed just after inserting the device. Patient demographic information requested but could not be provided.